Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the communication error/image issue was likely caused by component failure due to communication problems and the foreign material cause was unknown; however, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited image noise due to e216 error and white foreign material residue in both sides of the air water channel. There was no patient involvement.